Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed since the clip delivery system was difficult to steer in the left atrium. It was reported that this was a mitraclip procedure treating mixed mitral regurgitation grade 4. Reportedly, during preparation of clip delivery system (cds70901u103), a strong final arm angle (faa) was performed with noted tension. The cds was advanced to the left atrium (la); however once in the la, the steering of the clip was unable to be controlled easily. Reportedly, controlling the cds was different, without specifics available. This mitraclip was implanted in the intended area of the mitral valve and remains stable and well seated. Reportedly, it was surmised that the strong faa with noted tension observed during device preparation could have caused the subsequent steering issue. Another mitraclip was also implanted and the mr was reduced to grade 1. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported sleeve steering issue was not confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the mitraclip nt instructions for use (IFU) warns: all catheter manipulation should be done with care. Do not continue to rotate or manipulate any of the handle controls if significant resistance is noted. Use of damaged product may result in air embolism, vascular and/or cardiac injury. All available information was investigated and the reported sleeve steering issue appears to be related to user error as the user kept turning the arm positioner when resistance was noted which placed additional tension on the device and resulted in the sleeve steering issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, the additional information was received: during preparation of clip delivery system, the arm positioner was turned too fast in the open direction for the final arm angle (faa).